Manufacturer narrative:
This event occurred in (B)(6). Medwatch UDI number = (B)(4). Medwatch initial reporter phone number = (B)(6).

Event description:
The initial reporter stated they received discrepant results for an unspecified number of samples collected from one patient and tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. Results from the c 501 analyzer were reported outside of the laboratory. Na results are higher on the c 501 analyzer compared to a competitor system. The patient had an arterial access while in the intensive care unit starting on (B)(6) 2021. 2 samples are collected from the arterial access at the same time. One of the two samples is measured on a siemens rapidpoint 500 blood gas analyzer and the second sample is measured on a c 501 analyzer. The customer stated that sample na measurements on the c501 analyzer ranged between 160 and 163 mmol/l. Na measurements performed on the siemens blood gas analyzer ranged between 135 and 140 mmol/l. All patient data that was provided by the customer. The highlighted data was questioned. It was asked, but it is not known which samples used for blood gas analyzer measurements were collected at the same time as samples used for the c 501 measurements. The serial number of the c501 analyzer is (B)(4).

Manufacturer narrative:
The patient was in the intensive care unit from (B)(6) 2021 and during this time, the patient received the following drugs: 5 mg. Of rimipril, 25 mg. Of hydrochlorithiazol, 600 mg of potassium, 1 mg. Of vitamin b12, 20 ie of colecalciferol, irenat, jono, and hydrocortisone. On (B)(6) 2021, the patient was transferred back to the intensive care unit because of hypernatremia. The patient has a "protein loss syndrome" which is associated with a massive breakdown of proteins and a massive loss of nitrogen. According to the patient's anesthetist, the creatinine and urea values are plausible. It is currently assumed that the patient had a brain stem infarct, thus the pituitary gland and the hormonal balance are impaired as a result. The investigation determined the higher results for sodium can be partly be explained by low protein concentration. A hypoproteinemia causes a hypernatremia in indirect measurements like on the c501. Product labeling states: "sodium: altered protein-/lipid levels may falsely shift sodium results into the opposite direction; i.e. Elevated protein level = pseudohyponatremia, decreased protein level = pseudohypernatremia." The investigation could not identify a product problem. The cause of the event could not be determined. An interference of the sodium electrode can be excluded. An instrument failure can also be excluded.